Event description:
It was reported that the customer received a power source alert. Issue happened prior to call to technical support and has resolved. There was no reported adverse impact to the customer's blood glucose level. Reportedly, the pump successfully began charging.